Event description:
A report was received that a pt who had a left eye memory lens implant in 2001 had a moderate reaction eight days later consisting of uveitis and acute corneal decompensation. The pt has a pre-existing condition of glaucoma and was post-trabeculectomy about 6 years ago. The pt was treated with subconjunctival gentamycin and depot cortisteroids, topical predforte and atropine, and the inflammation slowly disappeared. The doctor reported the pt's prognosis as good.